Event description:
Our affiliate is reporting that during an acl repair, using 2x linvatec titanium screws, the nitinol guide wire snapped off at screw insertion. The broken fragment remains within the device within the patient. The procedure was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
At this point in time, we are awaiting receipt of the complaint device, and we are gathering whatever further pertinent data that would be germane towards discerning a root cause of the reported failure mode. When all of this is completed, the results will be reflected in the follow-up report.